Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hematoma occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2017. A 30 mm watchman ® laa closure device & delivery system and watchman ® access system were used. The closure device was successfully implanted with a complete seal. The patient had a prolonged hospital stay as a computed tomography (CT) scan showed a right pelvic wall hematoma that measured 10.x6.7x9.4 cm. The patient treated with infusion of 2 units of blood packed red blood cells and further observation. Four days later the patient was discharged. The following day the patient presented to the emergency room complaining of nausea. An abdominal CT showed slight decrease in previously identified right pelvic hematoma and slight improvement in all previous acute findings. No new abnormality was identified.